Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via the submitted log file. The log file contained approximately 6.5 days of data ((B)(6) 2021 per the timestamp). A backup battery fault alarm activated on (B)(6) 2021 at 22:07:01 due to a backup battery load test failure. The alarm remained active for the remainder of the log file. The backup battery failed the load test due to the loaded voltage being under the acceptable threshold compared to the unloaded voltage. The driveline was disconnected on (B)(6) 2021 at 22:10:14 and both power cables were disconnected at 22:11:50; these events are consistent with the system controller being exchanged. No other notable alarms were active in the log file. The pump maintained a speed above the low speed limit while the driveline was connected. Additional information provided stated that the system controller will not be returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. C) section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including the backup battery fault alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use (rev. C) section 2 "system operations" explains how to replace the system controller and how to replace the system controller backup battery. Section 5 ¿surgical procedures¿, also explains how to install the backup battery in the system controller. Heartmate 3 instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. C) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 patient handbook (rev. C) and heartmate 3 instructions for use (IFU) (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The system controller, serial number (B)(6), was shipped to the customer on 03mar2017. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2021-01483. It was reported that on (B)(6) 2021, the patient had a driveline fault alarm and was presented to the emergency department where the alarm persisted. The patient's controller was exchanged to the backup and the alarms resolved. Log file analysis of the first controller captured backup battery faults due to the backup battery failing the load test on (B)(6) 2021. The log file ended with a driveline disconnect. The log file analysis for the second controller captured driveline power faults on (B)(6) 2021 and (B)(6) 2021 due to a fuse in the controller opening. The controller and modular cable were exchanged.